Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) reviewed device data, and determined the clinical observations were related to minute ventilation (mv) oversensing. The involved right atrial (ra) lead is a non-boston scientific product. Ts discussed troubleshooting and programming options. Attempts to obtain additional information regarding event resolution were unsuccessful. No adverse patient effects were reported. This product remains in-service.